Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Thrombosis: the root cause of the injury was unable to be determined due to insufficient clinical details. Wound dehiscence: the cause of the injury was not determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section a is unknown.

Event description:
A patient of unknown gender, age, and race was admitted into the medical center for coronary artery bypass, and enrolled in the impact EU with an impella 5.5 for support. The pump had supported for a total of 4 days when explanted. There was adverse event reporting 4 months after the pump support. The reported adverse events were impella graft thrombosis treated by re-thoracotomy, thrombectomy and a sternal wound-healing disorder which was treated medically and healed before hospital discharge.